Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg) and not been able to use device. He has had several falls and since then when he turns on stimulation, the patient was experiencing electric shocks on neck, and throughout his body then gets muscle spasm in the arms, legs, hands and feet.